Event description:
Same case as: 2134265-2014-05033. It was reported that the rota wire was broken. A peripheral rotawire¿ and wireclip® torquer and a 2.50mm peripheral rotalink® plus were used to treat the target lesion located in the left superficial femoral artery. During procedure, upon testing the burr outside the body, the wire broke about 15mm back from the sheath. The wire was removed. The lesion was rewired using the same burr. However, the burr was not functional. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).